Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. No material number was provided, therefore a device history record (DHR) review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the DHR review. An effective IFU version is not available for this device because the product is no longer manufactured. Consequently, a labeling review was not conducted, as the manual cannot be revised for translation, wording, or graphics. Risk review is not required - the event is not reportable in an eea/great britain country + bsc is not responsible for training + no new hazard was identified. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.